Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the cartridge compartment was cracked on the threads. The cartridge cap was damaged. The battery compartment was cracked below the bumper pad. Unrelated to the casing damage, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.